Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 assay result for 1 patient sample on a cobas e 801 analytical unit. The initial result was 154 ng/l. The repeat results were 196 ng/l and 191 ng/l. The repeat result of 191 ng/l was deemed to be correct. The customer repeated the sample during a cross-check. The questionable result was not reported outside the laboratory.